Event description:
It was reported that during a laparoscopic lobectomy procedure, after the device was fired on the pulmonary vein at the second firing, oozing occurred from the cut line. Tachocomb was used to stop oozing. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented as follows: the staples seemed to be formed. However, the doctor suspected that the staples had not been formed a proper b-shape. The amount of oozing was what could be stop with tachocomb.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. The analysis results found that the atw35 device was received in good visual condition and with a reload present. The reload was received fully fired. In addition several b-form staples were found on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.